Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  patient (pt) feels stimulation in the ins pocket area and the pt said the ins pocket is tender. Additional information was received from the manufacturer representative (rep). It was reported that rep reprogrammed around using electrodes 0,1 and 8,9 per tech support recommendation. It was unknown if the issue was resolved.